Manufacturer narrative:
Explanatory note: scheduled explant date populated to facilitate foreign vigilance reporting. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed by mammogram and ultrasound. The device remains implanted.

Event description:
Hcp reported, ¿pain and lump in breast¿. Lumps not related to the device. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left rupture. Hcp later reported left side ¿pain and lump in breast¿, lumps not related to the device. Device has been explanted and discarded. This record relates to the left side.